Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal and a clamp was used to complete the procedure. No pt complications were reported by the hosp. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.